Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data:

Event description:
It was reported that there was measurement failures. Broken protector and cable damaged. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sedline module was evaluated. Visual inspection showed that the bend relief sleeve has come loose from module. During evaluation the module connection was not successfully established. The sedline module is not detected via usb, therefore no communication was possible. The root displays ¿moc9 module usb error port #" message and the number of the port the module is connected to continuously while the sedline module is connected. The grounding wires were also found to be frayed.